Event description:
Procedure: thracheostomy. Reportedly, during the procedure the patient received a burn from the electrode to their right buttock. Reportedly, the burn site became infected and required follow up care. Uss has no record of this incident prior to a notice of litigation dated 2004.